Manufacturer narrative:
Stenosis and/or regurgitation, which develop progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. In this case, the patient required intervention due to stenosis and regurgitation after an unknown implant duration. There was no reported malfunction of the device. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. Therefore, the  root cause of this event cannot be conclusively determined with the available information.  The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided.  Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient with a 23mm pericardial valve, implanted in pulmonic position, underwent a valve-in-valve procedure after an unknown implant duration due to stenosis and regurgitation. The tpvr was performed with a 23mm 9750tfx sapien 3 ultra transcatheter valve.

Manufacturer narrative:
H11: corrected data: corrected method and result codes to section h6.